Manufacturer narrative:
Add'l info: based on the received info, a revision surgery was performed to further secure the device. However, a lot of new grown bone was detected intra-operatively and the procedure failed. The surgeon had to cut the electrode. No info available points to a tech problem of the device. No further info is currently available and the concerned device has not been received for investigation as it was most likely discarded by the clinic.

Event description:
It was reported that the concerned device was explanted. Per info received, this was due to the implant extruding. During revision surgery to solve the issue, there was a lot of new bone and the procedure failed, as it was necessary to cut the electrode lead. There were no technical faults with the device.

Event description:
It was reported that the concerned device was explanted. No further info is available at this time.

Manufacturer narrative:
Not available. The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.